Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump and data logs was not returned. Per the clinical information provided, the root cause of the optical signal issue was not determined since product was not returned and insufficient clinical information was provided. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited placement signal issues but continued to provide adequate support. The device was successfully weaned and explanted, and no patient harm was reported.